Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The cutter failed testing due to an incomplete cut. The cutter will need replacement. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported something was stuck in the blade. The event timing was during inspection. There was no harm or delay. An alternate device was used. No adverse events were reported as a result of this malfunction.